Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg has reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1416 (sn (B)(6). The returned ipg was analyzed, and end of service (eos) message was displayed when linked to a known good remote control. An examination of the data log indicated that the battery started to deplete at an accelerated rate for an undetermined reason, significantly reducing its lifespan. The ipg was cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip was damaged. With all the available information, boston scientific concludes that the allegation of ipg reaching end of life was confirmed. The investigation confirmed that the asic chip was damaged resulting in the reported allegation.

Event description:
It was reported that patients ipg has reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.